Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR report: 1627487-2016-01384; reference MFR report: 1627487-2016-01386. The patient had 2 model 3146 leads implanted with the same lot number. It was reported the patient was not receiving effective stimulation and requested to have her system removed. The patient underwent surgical intervention where her entire system was removed.